Manufacturer narrative:
Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the estimated remaining longevity suddenly increased from 2.5 years remaining to 11 years remaining. It was noted there had been no recent programming changes. Data analysis showed the device has had multiple internal power resets due to an unknown electronic hardware anomaly within the device circuitry. Device memory has also been corrupted leading to the incorrect estimated remaining longevity estimates. As a result, a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the estimated remaining longevity suddenly increased from 2.5 years remaining to 11 years remaining. It was noted there had been no recent programming changes. Data analysis showed the device has had multiple internal power resets due to an unknown electronic hardware anomaly within the device circuitry. Device memory has also been corrupted leading to the incorrect estimated remaining longevity estimates. As a result, a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations). Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the estimated remaining longevity suddenly increased from 2.5 years remaining to 11 years remaining. It was noted there had been no recent programming changes. Data analysis showed the device has had multiple internal power resets due to an unknown electronic hardware anomaly within the device circuitry. Device memory has also been corrupted leading to the incorrect estimated remaining longevity estimates. As a result, a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.